Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead was "implanted too deep." It was stated that the lead implant depth was determined by the use of an MRI. It was further reported that on (B)(6) 2013 the patient's lead was revised and "pulled back." It was also reported that immediately following the revision, the patient received "excellent therapy control of his tremors." A supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-03899 for information on the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012. Product type: lead. (B)(4).